Event description:
It was reported that an ilet pump repeatedly generated alert 60 despite multiple restarts, consistent with a bluetooth communications malfunction, and the device was exchanged; the affected unit¿s component of concern was the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a failure to read an input signal, traced to the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.